Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Small bowel capsule was retained for over one month. The patient is asymptomatic and has reported no discomfort or pain. The patient had a negative evaluation for persistent anemia, including a negative colonoscopy and egd. A capsule endoscopy study performed in mid april showed ulcerations in the small bowel and a subsequent laboratory investigation confirmed a new diagnosis of crohn's disease. The patient is being treated separately for crohn's disease and no other intervention is planned.

Event description:
Small bowel capsule was retained for over one month. The patient is asymptomatic and has reported no discomfort or pain. The patient had a negative evaluation for persistent anemia, including a negative colonoscopy and egd. A capsule endoscopy study performed in mid (B)(6) showed ulcerations in the small bowel and a subsequent laboratory investigation confirmed a new diagnosis of crohn's disease. The patient is being treated separately for crohn's disease and no other intervention is planned.